Event description:
We had cellex alarms number 25 four times. A fluid leak was noted during the prime. We reprimed another cellex kit and notified therakos. The kit will be shipped to therakos for further inspection. We are awaiting a response from the MFR.